Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 270 units of insulin during the load sequence. Customer loaded a new cartridge to resolve the issues. Additionally, it was reported that the pump touch screen was missing pixels. Customer¿s blood glucose level ranged from 200-500 mg/dl. The customer continued to use the pump for insulin therapy.